Event description:
It was reported that the left ventricular lead had noise and a possible fracture. The lead was removed and not replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, distal conductor distorted, outer insulation melted, outer insulation cosmetic environmental stress cracking, outer insulation cosmetic depression, lead stretched, and blood was noted on distal conductor (not obstructed); full lead returned and analyzed.

Event description:
It was reported that the left ventricular lead had noise and a possible fracture. The lead was removed and not replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.